Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2008. He experienced pain and suffering in his hip and lower extremity and impaired mobility. Patient has not yet scheduled a revision surgery.

Manufacturer narrative:
Update: (B)(6) 2013 - amended litigation papers received. Original litigation indicated that the patient was implanted with asr; however, amended litigation alleges that the patient was implanted with pinnacle. The products have been updated and follow-ups created. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(4) 2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although amended litigation was received claiming the patient had pinnacle medical records and implant records show the patient had asr. Records are available for further review.